Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported via a mandatory medwatch form that during a thrombectomy procedure on a pt with thrombosed left av graft, the balloon ruptured with minimal inflation pressure. It was noted immediately and the device was removed. There was no reported harm to the pt. No additional info available.